Event description:
Surgeon asked scrub tech to pull out vessel sealer, scrub tech try pulling it out and the trocar sleeve came out with it. Scrub tech looked at it and saw a bent on the flexible neck of the tip of the vessel sealer. No harm was noted. FDA safety report ID # (B)(4).